Event description:
On (B)(6) 2026 - we were notified of a capsule that was retained and surgically removed. Frm-0089d - capsule incident questionnaire was sent to the customer to obtain additional information. Completed frm-0089d was received, indicating that the patient had trouble swallowing the capsule, he began regurgitating water. After an evaluation the patient was advised to go to ER if there was no improvement. By the time the patient left the office, he was no longer regurgitating. The patient did not pass the capsule and therefore an abdominal xray was performed on (B)(6) 2025 where the capsule was located in the small bowel loop. Another kub was performed on (B)(6) 2026 showing the capsule remaining in a small bowel loop. On (B)(6) 2026 patient had a cta abd/pelvis procedure where the capsule still seemed to be retained. The customer was not aware of any pre-existing conditions that could have caused the retention. The capsule was removed surgically on (B)(6) 2026. The form stated that the patient is stable and doing fine after the procedure. On 2/19/2026 - capsule was received at the download center, and the video was successfully uploaded to capsocloud.

Manufacturer narrative:
On (B)(6) 2026 - we were notified of a capsule that was retained and surgically removed. Frm-0089d - capsule incident questionnaire was sent to the customer to obtain additional information. Completed frm-0089d was received, indicating that the patient had trouble swallowing the capsule, he began regurgitating water. After an evaluation the patient was advised to go to ER if there was no improvement. By the time the patient left the office, he was no longer regurgitating. The patient did not pass the capsule and therefore an abdominal xray was performed on (B)(6) 2025 where the capsule was located in the small bowel loop. Another kub was performed on (B)(6) 2026 showing the capsule remaining in a small bowel loop. On (B)(6)_2026 patient had a cta abd/pelvis procedure where the capsule still seemed to be retained. The customer was not aware of any pre-existing conditions that could have caused the retention. The capsule was removed surgically on (B)(6) 2026. The form stated that the patient is stable and doing fine after the procedure. On 2/19/2026 - capsule was received at the download center, and the video was successfully uploaded to capsocloud.